Event description:
The customer reported that the device would not deliver a shock in testing. There was no pt involvement.

Manufacturer narrative:
The customer reported that the device would not deliver a shock in testing. There was no pt involvement. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.